Event description:
It was reported by repair work order that the siderail was stuck in the down position due to the glide rods not being lubricated. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.